Event description:
It was reported that the patient may have experienced a lead migration. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).